Event description:
It was reported that during a replacement procedure when this right ventricular (rv) lead was connected to the pulse generator the shock lead impedances (sli) measured between 15-50 ohms. Technical services (ts) was contacted and recommended to perform manipulations to evaluate impedances. It was noted there was no noise and impedance measurements were stable during the post operative test with manipulations. Ts suggested to perform a synchronous shock test however, since there was no noise and impedances were stable they will continue to monitor as this time. This rv lead remains in service. No adverse patient effects were reported.